Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the mesher comb had damage. A slight dent over right comb area was present and the comb is unable to sit properly in gutter. The ratchet handle is not working. Event happened during routine check with no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. 0001526350-2022-00395 is a duplicate of 0001526350-2022-00479. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. 0001526350-2022-00395 is a duplicate of 0001526350-2022-00479. The initial report was forwarded in error and should be voided.